Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device underwent a thorough analysis. The pump and related tubing was visually and microscopically examined and no leaks were found. The cylinders were both visually and microscopically examined and leak tested. One cylinder had a hole and leak that were the result of fatigue; the cylinder was not pressure tested. The other cylinder was pressure tested and passed all tests performed. The reservoir was visually and microscopically examined and leak tested. No leak was identified and the reservoir passed all testing. The fluid leak identified in the first cylinder likely caused the mechanical issue reported clinically.

Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced due to inflation issues. An attempt to inflate the device in the clinic was unsuccessful. Upon explant, a hole was reportedly found in the tubing that led to the cylinder and an associated fluid leak was identified. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced due to inflation issues. An attempt to inflate the device in the clinic was unsuccessful. Upon explant, a hole was found in the tubing that led to the cylinder and an associated fluid leak was identified. No patient complications were reported.